Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the roller pump local display assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the local roller pump display did not fully illuminate and had a spotty appearance. There was no patient involvement.